Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had white flashing screen. The customer's blood glucose was unknown. Customer reported that display was flashing. No report of insulin pump screen flashing when screen was turned on after being in sleep mode. The customer was advised that insulin pump will need to be replaced. Advised to discontinue use of the insulin pump. Recommended customer refer to back up plan, per healthcare professional instructions. The insulin pump will be returned for analysis.